Event description:
The customer reported that one of their gz transmitters keeps dropping waveforms and its tele bed name.

Manufacturer narrative:
The customer reported that one of their gz transmitters keeps dropping waveforms and its tele bed name. No harm or injury reported. They will be sending this unit in for an exchange.